Event description:
It was reported that the pt experienced a skin flap breakdown at the implant site and was hospitalized for approx one month. The pt was treated with azithromycin, 0.1 g / day. The pt's device was explanted and the contralateral ear was implanted. The pt is being monitored.